Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the stimulation made the trial patient anxious, exacerbated the pain and elevated the patient's blood pressure. The patient had to increase the anxiety medication.